Manufacturer narrative:
.

Event description:
The customer reported that while transporting the patient. The unit shut down with o2 device failed occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.